Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, that the universal surgical manipulator (usm) 2 was breaking instruments. The customer explained that two different instruments installed on usm 2, a prograsp forceps and a force bipolar instrument, have broken. The customer said both instruments were safely removed without patient injury. The technical support engineer (tse) viewed system logs and found no related errors. The customer was continuing with the case as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.